Manufacturer narrative:
As reported, during an inguinal hernia repair, components of the perfix light plug became loose and detached. The physical sample has been received for evaluation. Preliminary visual inspection of the sample finds the inner petals are detached from the outer shell and the monofilament that holds the petals together is not present. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair on (B)(6) 2025, using a perfix light plug while "securing the mesh with threads, the joint (overlapped part) of the plug mesh came loose." It was reported that the mesh was not trimmed or reshaped before use. Another mesh was used, and the surgery was completed without any problems. There was no patient harm or injury.

Manufacturer narrative:
As reported, during an inguinal hernia repair, components of the perfix light plug became loose and detached. The physical sample has been received for evaluation. Preliminary visual inspection of the sample finds the inner petals are detached from the outer shell and the monofilament that holds the petals together is not present. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample confirmed the reported issue: the inner petals were detached from the outer shell. However, the discrepancy could not be attributed to a manufacturing-related cause, and therefore, a definitive root cause could not be determined. A review of manufacturing records confirmed that the product was manufactured according to specifications, with no anomalies noted that could contribute to this condition. To date, this is the only reported complaint from the manufacturing lot of 513 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair on (B)(6) 2025, using a perfix light plug while "securing the mesh with threads, the joint (overlapped part) of the plug mesh came loose." It was reported that the mesh was not trimmed or reshaped before use. Another mesh was used, and the surgery was completed without any problems. There was no patient harm or injury.